Event description:
It was reported that the rigid scope had cracked lens. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on historical data and the investigation, it is most likely that the reported issue was caused by components failure of the eyepiece cover glass. However, a root cause analysis could not be determined/identified. The event can be prevented by following the instructions for use which state: chapter 2.5 general warnings and cautions: warning: risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Notice: risk of damage to the product. The endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.